Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Subsequently the lens was removed and replaced with company lens. The clinical reason for explant was dislocated iol, light pressure in os. Additional information was received stating that there was no further impact to the patient.